Manufacturer narrative:
H.3. If a device evaluation and or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l adapter / connector defective damaged the following information was provided by the initial reporter: the main complaint is k extentson tube couldn't be fixed well with g20 vps as a result the fluid leakage occurs during the insertion. It is noteworthy there isn't any k extension tube with luer lock connection in iran. All brands are luer slip.

Manufacturer narrative:
2 returned samples pass the visual inspection and luer cone inspection. No abnormality was observed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored.

Event description:
The main complaint is k extentson tube couldn't be fixed well with g20 vps as a result the fluid leakage occurs during the insertion. It is noteworthy there isn't any k extension tube with luer lock connection in iran. All brands are luer slip.

Manufacturer narrative:
2 returned samples pass the visual inspection and luer cone inspection. No abnormality was observed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored.

Event description:
The main complaint is k extentson tube couldn't be fixed well with g20 vps as a result the fluid leakage occurs during the insertion. It is noteworthy there isn't any k extension tube with luer lock connection in iran. All brands are luer slip.